Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the main pcb assembly. Upon further analysis of the main pcb assembly, physio-control observed tin whiskers growing on the inside surface of the pcb shield. These tin whiskers could cause an electrical short which could lead to the reported condition; however, these tin whiskers were not confirmed to be the cause during testing. A microscopic inspection was performed on the main pcb assembly. No loose tin whiskers were observed on the pcb assembly or shorting any integrated circuit legs, or lands. The main pcb assembly was reinstalled into the device and then the on/off button was pressed. The device turned on properly and charged and shocked defibrillation energy without any discrepancies being observed.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device had logged several event codes into its memory, would not provide ECG and would not charge and shock defibrillation energy. There was no patient use associated with the reported event.